Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer on (B)(6) 2017 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 174, 177, 194, 182 and 231 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Customer stated that on (B)(6) 2017 at around 10:48 pm he had checked his blood with the truemetrix air meter and obtained a result of 181 mg/dl fasting. Customer stated he adjusted his levemir and administered 22 units. Customer stated that at around 12:30 am on (B)(6) 2017, customer's wife noticed that he was lethargic, confused, nervous and had slurred speech. Wife had called 911 and paramedics arrived fifteen minutes later; they checked customer's blood sugar with their meter and the result obtained was 29 mg/dl fasting. Paramedics had stated that the customer had low blood sugar. The paramedics administered glucose fluids IV, supplements and the customer ate a peanut butter sandwich. The paramedics recommended that the customer call his endocrinologist. The customer was not transported to the hospital. The customer continued to test with the truemetrix air meter. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 01/21/2019 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history: result 1 :174mg/dl date: (B)(6) 2017 time:12:07pm fasting, result 2 :177mg/dl date: (B)(6) 2017 time:12:06pm fasting, result 3 :194mg/dl date: (B)(6) 2017 time:11:28pm fasting, result 4 :182mg/dl date: (B)(6) 2017 time:11:26pm fasting, result 5 :231mg/dl date: (B)(6) 2017 time:10:38am fasting. Concerned with all results being high.